Manufacturer narrative:
The device has been received by the manufacturer; however, the investigation has not yet begun.

Event description:
It was reported that during the infusion of an unknown cytostatic medication, various leaking splices were detected. The device was reported to have been replaced without further issue. There was no harm to the patient-reported. No additional information is available at this time. MDR 2 of 2.

Manufacturer narrative:
The two new sn1070 infusion sets did not leak at any location along the fluid path. The device history review (DHR) for the reported lot was conducted and there were no relevant non-conformances found.